Manufacturer narrative:
The device was received at zoll medical corporation and review of the device logs showed messages indicating defib fault 76. The device was put through extensive testing including bench handling and stress simulation without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.